Event description:
Customer reported experiencing high blood glucose reading in the range of 500 mg/dl. Customer stated that she had ketones and had to treat with a syringe. Customer is unsure of the cause, however stated that it is not related to the insulin pump and declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.